Manufacturer narrative:
The report of backup was confirmed. The device was received in backup mode due to a power on reset. The cause of the backup could not be determined or reproduced.

Event description:
It was reported that the pacemaker dependent patient presented for an implant procedure. After being attached to the leads, the pulse generator exhibited a loss of output. The device was noted to have been out of the pocket at the time. The device was removed and replaced. Following the procedure, the device was interrogated and the device was found to be in backup operation. It was uncertain if the device had been exposed to cautery or not. The patient was not symptomatic.